Event description:
It was reported that the patient was experiencing dysphotopsia following implantation of the preloaded intraocular lens (iol) and is requesting an explant. A yttrium aluminum garnet (yag) procedure has been performed, but according to the surgeon, a new lens would be possible, albeit challenging. Through follow up we learned that the patient had bilateral cataract surgery (iol implantation and capsular tension ring). Post operative refraction on 12 july 2023: 0.6. No further details were provided. This report is for the patient's right eye. A separate report will be submitted for the patient's left eye.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.